Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported via social media that the patient underwent an explant procedure due to worsening pain. It was noted that the physician tried to implant the spinal cord stimulator (scs) twice, however, the scs was removed after a day due to pain. No further information could be obtained despite good faith efforts.